Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was received with pillowing keypad overlay, scratched case, cracked keypad overlay, cracked case, cracked battery thread, cracked battery tube compartment, texture damage keypad overlay, broken battery cap, missing battery cap contact, and cracked lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when a cracked battery thread, a cracked case, cracked lcd window, and a cracked battery tube compartment were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a crack on the battery tube side case, damage to the screen/display window cover of the insulin pump. The customer reported no adverse event. Troubleshooting was performed and advised the customer to return the pump. The event involved product(s) mmt-1884. Troubleshooting was performed for cosmetic damage. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.